Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing severe site pain for a couple of months. Their hcp determined that the implant was too shallow, interfering in their back causing pain. So they went in and implanted the same scs device deeper in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pain at ins site was reported. Doctor states patient noticing battery and patient request for battery to be implanted slightly deeper so she does not notice it as much. (B)(6) 2025 doctor revised pocket to increase depth for patient comfort. The issue as resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.